Event description:
It was reported by service report that the cot would drop 6 to 8 inches rapidly while lowering it from full height. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Base assembly.